Manufacturer narrative:
Concomitant medical devices: addrl1 ipg, implanted (B)(6) 2007.

Event description:
It was reported that during the implant attempt of the left ventricular lead, the lead would not track over the wire well. The physician felt that there was possible insulation or tip damage. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned, analyzed, and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed.